Event description:
It was reported that during a thyroid procedure the device loosed the tissue pad and felled into the patient, they get difficulties to retrieve it but it was retrieved.. The case was completed without our device. No patient consequences. No device will be returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.